Event description:
I have had nothing but continuing problems with the intuit omnipod 5 connecting to my glucose monitor. I have spent hours on the phone with product support only to have my concerns minimized and belittled. I have attempted to contact senior management with the company only to be told I am not allowed to speak with them. I have asked for information regarding if and how this company is publicly traded only to be told I am allowed to have that information. I have spoken with middle management at length only to be dismissed and my questions not answered. I have sent an email to the investment relations officer which is the highest contact I could find. There are serious issues with this product that are costing patients' time, money and more importantly puts their health in danger.